Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of alcohol use, live birth (4), spontaneous abortion (1), parity 4, multi gravida, hair loss, headache, appetite lost and anxiety. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2882 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.731 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: hysterosalpingogram. Clinical indication: status post essure device placement three months ago. Evaluate patency. Finding: the uterus is normal in size, shape, and position. The essure device appears to be in appropriate position. There appeared to be early filling of draining veins near the right fornix and right fallopian tube. I do not believe this represents true spillage out of the fallopian tube. I believe this represents passage of contrast into dilated venous structures from the patient's recent postpartum state. The left side did not show any leakage or any filling of venous structures. Delayed images through the study showed no pooling of contrast in the pelvis. Impression: essure devices appear to be in appropriate location and appear to be working normally. There is filling of some dilated uterine veins near the fornix of the uterus on the right side. This is a normal variant that can be seen with significant pressure in the system. The uterus is normal. The left essure device and left fallopian tube appear to be functioning appropriately. The cervix appears to be normal. [Pathology test] on (B)(6) 2020: surgical pathology report: specimen: uterus, cervix, bilateral fallopian tubes (permanent). Diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy. Cervix unremarkable. Proliferative endometrium. Benign endometrial polyp with proliferative gland identified. Myometrium shows adenomyosis. Negative for atypical hyperplasia/malignancy. Bilateral fallopian tubes reveal intramural embedded intact essure coils, otherwise unremarkable. Gross description: embedded into the fallopian tubes and of the fundic cornu are a metallic contraceptive coil surrounded with dense fibrosis. They both measure 4.2 to 4.6 cm in length, coiled and appear intact. Clinical history: pelvic pain, menorrhagia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added . Indication added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3196 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3196 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.